Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00904. It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the lead. Note: it is unknown which lead is liable, as such both are being reported.